Event description:
A pt was admitted with significant blood loss through a dialysis catheter. Pt required aggressive fluid and blood resuscitation then an admission to the micu where they required mechanical ventilation and invasive hemodynamic monitoring. They survived the incident, improved and were transferred to the ward and then discharged. Examination of the catheter revealed that the arterial catheter had separated at the point where the catheter itself inserts into the adapter. It appears that the integrity of the joint failed. There is supposed to be a compression ring that facilitates attachment of the catheter tubing to the adapter. That piece was not located. If it were missing, it could make separation easier. Rptr tried to pull the venous catheter apart and it could not be done without destroying the unit. The compression ring kept the venous cath from separating. Rptr reassembled the arterial catheter and it pulled apart easily. With this info it appears that the incident was related to an equipment failure. The co has been notified, was interested and wants to see the catheter after rptr has finished their investigation. Pt is hiv positive. Family members didn't want to touch him, but rushed him to the hosp. Blood was pumping out of the arterial portion of the separated cath. Simple clamping of this cath would have prevented blood loss while transporting him.